Event description:
The recipient is reportedly experiencing edema and redness at the implant site due to the magnet strength. The recipient ceased device use and was prescribed topical steroids for 12 days. The recipient's redness decreased. The recipient has now resumed device use for a few hours a day. The recipient will resume complete device use once the edema disappears.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's redness has resolved. The recipient has resumed device use. This is the final report.